Manufacturer narrative:
Exact date unknown, event occurred for quite sometime. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7079648/7079735.

Event description:
It was reported that the patient was experiencing overstimulation and warmth around the ipg site causing discomfort. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The explanted devices will not be returned.